Event description:
The customer observed falsely decreased architect total bilirubin results after installing a new reagent cartridge (same lot number but new cartridge) on (B)(6) 2022. The customer uses a normal range of 0.2 - 1.2 mg/dl. The customer stated they recalibrated the assay using the same reagent cartridge, then repeated all the patient samples which recovered higher. The customer provided 4 examples. Initial low results were reported to the physician. Sid (B)(6): 0.23 mg/dl, retested at 1.01 mg/dl. Sid (B)(6): 0.64 mg/dl, retested at 1.43 mg/dl. Sid (B)(6): 0.39 mg/dl, retested at 1.23 mg/dl. Sid (B)(6): 0.44 mg/dl, retested at 1.23 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. Trending review determined no adverse trend for the issue for the product. Historical complaint review determined there is normal complaint activity for the lot number. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. The customer discovered that samples were run while the quality control failed. Rerunning qc then samples has resolved the issue. This indicates the assay is performing as expected. User error may have contributed to the issue. Per the complaint text, the customer received a flag for 21 out of 25 results less than linearity but reported results out. Based on the investigation, no deficiency for lot number 60446uq08 was identified.